Manufacturer narrative:
The lens was returned in liquid, in vial. Visual inspection found one haptic torn. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -13.0 diopter, in the patients left eye (os) on (B)(6) 2018. The reporter indicated the lens had excessive vaulting and the peripheral iridectomies were enlarged by yag. The lens was explanted on (B)(6) 2019. The lens was exchanged for a shorter lens and the problem was resolved. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
"-13.0 diopter" should be corrected to "-13.5 diopter" in initial MDR. Claim#: (B)(4).